Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that skyplate was showing all red blinking lights. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and concluded that the detector had been dropped, which caused all the indicator lights to blink red and unable to power off the detector using the power button. The customer replaced the battery, and the detector powered on successfully with all lights turning green and connecting properly. After this, the customer took a test image that showed artifacts, including cutoffs and irregular angles, dark regions in the bottom-left and top-right corners. The shock log showed no heavy shocks. The fse performed gain and pixel calibration, field flatness calibration, and electronic noise calibration. After these calibrations, system returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).

Event description:
It was reported that the skyplate was showing all red blinking lights and had been dropped a few days ago. The device was in clinical use and there was no patient or user harm.